Event description:
A health care professional reported a patient with diffuse lamellarkeratitis in the right eye post lasik surgery. Surgery completed successfully.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. Logfile shows twelve successfully performed treatments. The reported treatment could not be identified in the logfile due to missing treatment report. No technical root cause could be identified. No sample was returned to the manufacturer for evaluation. Root cause for the customer¿s reported event could not be determined conclusively, however occurrences of diffuse lamellar keratitis are a known complication of lasik (laser-assisted in situ keratomileusis) and other refractive surgeries; it is not likely that a product malfunction could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).